Manufacturer narrative:
The event for heat was not confirmed by the technician and diagnostic engineer through functional testing, disassembly and visually inspection. The components were conforming. The device was returned to the account. It is possible the account may have exceeded the cycle time of the device.

Event description:
It was reported that the device is getting hot during a surgical procedure. The procedure was completed successfully using back-up equipment without clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that the device is getting hot during a surgical procedure. The procedure was completed successfully using back-up equipment without clinically significant delay, no medical intervention and no adverse consequences were reported with this event.